Event description:
It was reported that an asymptomatic patient presented in the emergency room and the pulse generator was found in backup vvi mode. No pacing support was observed. The device was explanted and replaced due to an elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.